Event description:
It was reported when the device was used during a low anterior resection, it fired an incomplete staple line. The device fired without incidence. Eight hours post-op the patient developed a bleed. When the patient was returned to surgery a small corner of the staple line was incomplete. The opening was repaired using sutures.